Event description:
The medtech reported when the package was opened it was noted that the tonsil tip ws defective/contaminated. There was no reports of injury to the pt.

Manufacturer narrative:
Product was not available for evaluation because the device had been discarded. A review of the lhr did not reveal any issues during the mfg of this lot.